Manufacturer narrative:
This device is available for testing and evaluation, but the product has not yet been received for analysis. Additional information has also been requested and will be submitted within 30 days upon receipt.

Event description:
During post-dilation with a 4.0x10mm dura star balloon in the lad after a terumo nobori drug eluting stent was deployed at 12 atm, the balloon could not deflate. It was yanked out after slight deflation of the balloon.

Manufacturer narrative:
During a pci, a 4.0x10mm dura star balloon was used to conduct post-dilation of a non-cordis stent, however, the user could not deflate the balloon after inflating at 12atm and the user "yanked the balloon out" to remove the product. Several attempts have been made to collect more information about the patient, the vessel characteristics and details of the event without success. The manufacturer of the inflation device was not indicated. Information about the type of contrast and saline ratio used was not available. There was no patient injury reported. One coiled non-sterile durastar 4.00 x 10 was received in two plastic bags; a connector was attached to the hub. Solidified inflation media was observed along the lumen. Several attempts to remove the inflation medium were performed, however, this was not possible. Due to this situation, the inflation-deflation test could not be performed. A sem analysis revealed that the shaft appeared to be twisted and with accordion-like characteristics near the balloon proximal seal. There was a substance that appeared to be obstructing the flow. The shaft was dissected and exposed to reveal the lumen and the blocking substance was observed in the inflation lumen right at the twisted/accordion-like area. The substance appears to be inflation media. The sem analysis showed that the shaft's external surface near the twisted/accordion-like area presented evidence of damage, abrasions and splits that did not go through the wall of the material. The balloon proximal seal presented no anomalies whatsoever. The guidewire lumen was analyzed and no anomalies were found in it. The proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. The shaft's external surface exhibited evidence of damage, abrasions and material splits in a twisted/accordion-like area near the proximal seal. The sample exhibited no evidence of internal surface damage. Several attempts to reproduce the failure were performed; however, the failure could not be reproduced in the manufacturing area. Review of lot 14081371 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The failure reported by the customer could not be confirmed due to the excess of what seems to be solidified inflation medium which did not allow the functional tests to be performed. The exact cause for the deflation difficulty reported could not conclusively be determined, however it does not appear to be related to the manufacturing process and no corrective actions will be taken at this time. Inspections are in place to prevent damaged products from leaving the facility. Based on the limited information available, it is not possible to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
No further details are available and no additional reports will be forthcoming.